Event description:
Physician attempting angioplasty with balloon. Stent system would not go past initial lesion in rca and would not come back into the sheath. The entire delivery system was removed, but the balloon came out without the stent on it. The stent was at the right groin at the edge of the sheath, so a wire was advanced and a balloon. After several attempts to snare the stent, it was removed from the groin without losing the sheath. This was replaced with a 7 french sheath. The area where the stent was removed was repaired. The physician completed the procedure with successful angioplasty and delivery of stent to rca.